Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported recurrent mitral regurgitation, and the reported dyspnea, were due to the single leaflet device attachment (slda). The cause of the reported incomplete coaptation associated with the slda could not be determined. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, enlarged atrium, and mild to moderate lv dysfunction. A mitraclip xtw was implanted without issue, reducing the mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. On (B)(6) 2023, the patient presented to the hospital with increased dyspnea. An echocardiogram was performed and revealed a single leaflet device attachment. The clip had detached from the posterior mitral leaflet (pml). On (B)(6) 2023, an additional mitraclip procedure was performed to treat recurrent mr grade 4 and to stabilize the slda clip. A mitraclip ntw was implanted medial to the slda clip and the procedure was completed. The mr was reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.